Event description:
Patient reported left side capsular contracture, baker grade unknown with pain. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., a.5., a.6., b.5., d.6b., g.2., h.6.

Event description:
Patient reported "capsular contracture baker grade unknown", "pain" and "uneven sizes". Healthcare professional later reported "exchange with no complaint against the device". Healthcare professional later confirmed "uneven sizes" and reported "implant leak". Healthcare professional later disregarded report of "implant leak". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. ¿ pain: unable to observe. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "capsular contracture baker grade unknown", "pain" and "uneven sizes". Healthcare professional later reported "exchange with no complaint against the device". Healthcare professional later confirmed "uneven sizes" and reported "implant leak". Healthcare professional later disregarded report of "implant leak". This record is for the right side. Device was explanted.